Event description:
Patient's left arm became entangled in dubb-hoff tube and patient pulled out tube. Tube not replaced. On 1/7/92 kidney, ureters, bladder, and abdominal film done, which showed broken tip of dubb-hoff remaining in the stomach. The tip of dubb-hoff was removed on 1/10/92invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.